Event description:
Initial calcium result of >20 mg/dl was repeated recovering 9.0 mg/dl. Initial result was not reported. The field service rep was unable to determine a cause for the discrepancy. Performance check tests were performed and within spec.